Event description:
It was reported that the patient was decompensated and feeling symptomatic. The atrial lead was noted to have undersensing. The patient was placed on medication to control the atrial fibrillation. The patient's decompensation was due to a myocardial infaction. The device was programmed to vvi for a few weeks before being programmed back to ddd. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator 2012-(B)(6); 4296 implantable pacing lead 2012-(B)(6); 6947 implantable tachy lead 2012-(B)(6). (B)(4).